Event description:
It was reported that the sys failed to generate fluoroscopy x-ray. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and put back into service.